Event description:
It was reported that the implantable cardiac monitor (icm) exhibited low battery level prior to the procedure. The icm was not used for the implant. No patient was involved.

Manufacturer narrative:
The reported event of the device reaching its replacement point while still in the box was confirmed. Remaining longevity indicator bar showed battery low when it was received. Final analysis found that a false eri alert was triggered by cold temperature exposure, and after clearing the eri flag, the battery status bar displayed the correct battery status. No anomalies were detected.